Manufacturer narrative:
Review of the device history record and raw material indicates that no discrepancies were noted that would be associated with this complaint.

Event description:
Patient implanted with prodisc-l implant on (B)(6) 2011 at l4-l5. Patient returned to the operating room on (B)(6) 2011 for removal of hardware. Patient had a spondy prior to implant. Patient was getting out of bed and the implant slipped out at l5, halfway out of vertebral body. The portion of the implant in l4 remained in place. Surgeon revised patient with competitor's spacer and screws. Implants are unavailable for return. This is the first of three reports submitted on this event.